Event description:
Following the implant procedure, the patient experienced hemoptysis in recovery. The patient was implanted with no performance issues noted. Five to ten minutes after the procedure, the patient began coughing up blood. The patient was intubated and stabilized.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.